Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use the plunger rod was difficult to move with a bd veo insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: it was reported that plunger rod was difficult to move.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1cc, 6mm syringes. Customer states that the plunger rod was difficult to move. Both returned syringes were tested and both were able to draw and expel properly without any observed defects. Unable to perform DHR check for plunger rod difficult to move due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that during use the plunger rod was difficult to move with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter: it was reported that plunger rod was difficult to move.